Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a sensor failure alarm. The customer successfully changed to the fluid lumen to produce the arterial line. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The complete event site name is (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a sensor failure alarm. The customer successfully changed to the fluid lumen to produce the arterial line. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.